Manufacturer narrative:
Device evaluated by manufacturer: no, lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -07.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault and was repositioned. The problem was resolved and the lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Conclusion: review of this file indicates that the lens was not implanted in accordance with the dfu requirements, patient's age below 21 or over 45 years. (B)(4).